Event description:
It was reported that patient presented in clinic for follow up showing post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.